Event description:
Surgeon stated a pt reported difficulty seeing both near and far distances following intraocular lens (iol) implant surgery. She reported that she can see best at approx 50cm distance. She also reported she cannot drive at night due to seeing halos around the lights. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot.